Event description:
It was reported that during a lobectomy procedure, staples were malformed at 2nd firng; open shape. The procedure was completed by additional sutures. There were no adverse consequences to the pt.